Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the segment fluid damage, the u/d and the r/l pulley wires fluid damage, the light guide fiber bundle (lcb) fluid damage, the ccd driver pcb fluid damage, the operation channel buckled, the insertion flexible tube (ift) buckled, the light guide cable buckled, the suction channel buckled, the control body corroded, the electrical connector corroded, and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.